Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was poor telemetry or no telemetry with recharging. The patient stopped using the stimulator for a while because she wanted to see where she was at with the pain level. Her medication has been changed, so she wanted to see a baseline. It had been awhile since she has charged. The patient tried using it on the day of the report, and it was not communicating. The patient tried holding the implantable neurostimulator recharger and patient programmer against the skin and was seeing poor communication on the patient programmer and a reposition antenna screen on the implantable neurostimulator recharger. The last time that the patient had stimulation was a couple of months prior to the report. It had been ¿a while¿ since they had last charged (one to three months). There was a possible overdischarge. Additional information received from the patient on 2019-apr-29. It was reported that the patient met with a representative but they were unable to restart the ins. The representative thought they should have been able to restart the ins. The way they resolved the issue was by replacing the ins- they said that their battery was malfunctioning. No further complications reported.